Event description:
It was reported that the physician had successfully implanted the right ventricular (rv) lead but that the lead was dislodged during an attempt to implant another lead. The helix could not be re-deployed when the physician attempted to re-implant the rv lead. The lead was removed and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was stretched. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation, the lead appeared damage at implant and the stylet was stuck in the lead-distal coil.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was successfully placed but that the lead dislodged during an attempt to implant another lead. The helix could not be re-deployed when the physician attempted to re-implant the rv lead. The lead was removed and a new lead was implanted. There were no patient complications reported as a result of this event.